Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. As customer did not complete troubleshooting, the cause could not be determined. Customer successfully resumed insulin therapy. The customer's blood glucose level was 75 mg/dl.